Manufacturer narrative:
Return qty. 1, 24066, 30k fsi-sli-10s-kr, 00114780 warranty. 30k, test method / gp005-wi02, inductance: gauge ID# 5349, due: 11/30/2024, result:3.19 meets spec, does not meet spec ,n/a; tip condition: - meets spec does not meet spec , ,n/a; stack condition meets spec, does not meet spec ,n/a; tested on: g130 gage ID# 9626-2 due date: 03/31/24 set pressure: 35 psi water flow: output rate: 35 psi - meets spec, does not meet spec ¿,n/a; spray pattern: meets spec, ¿does not meet spec ,n/a; water leak: hp sealing ring , proximal ring distal ring seam leak, ,n/a; vibration: - meets spec, does not meet spec ,n/a; grip condition: meets spec, does not meet spec ,n/a. Other visual observation: insert tip is clogged, bad spray pattern. Insert was tested on a digital thermometer i.d.#6116a. Due date:09/30/2024. The temperature was 74.4°f, no fault found. The specifications state the temperature is not to exceed 118.4°f. (Per frs-9175). Alleged event: confirmed - not confirmed.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 30k fsi-sli-10s insert,pkd got hot during use. No injury.